Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy at an unspecified date and time during (B)(6) 2015. The patient reported obtaining blood glucose readings of ¿123 mg/dl¿ with the subject meter and ¿83 mg/dl¿ on the other device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient informed the csr that when the alleged issue began, she did not take any medication to manage her diabetes and that she continued to follow her usual diabetes management regimen in response to the alleged inaccuracy issue. The patient denied developing any symptoms as a result of the alleged issue however reported being treated by a non-hcp with oral medication (metformin; 2 pills daily) on (B)(6) 2016 at 9:00am. The patient stated a blood glucose reading was taken on a clinic device on (B)(6) 2016 at 9:00am and a result of ¿89 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr documented that the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition after obtaining the alleged inaccurate high result. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.